Event description:
The customer reported the device was giving occlusion alarms and the return volumes were less than expected. The customer reported the device was not ventilating correctly and caused an increase in the patients co2 level. The customer reported no patient harm. No product malfunction identified. The manufacturers field service engineer was unable to duplicate customer reported complaint. Ventilator tested and performed to specifications.